Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon had loose folds and was partially filled with contrast. There were numerous kinks along the length of the catheter due to the way it was rolled up when returned. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The analysis of the sds confirmed that stent was missing from the balloon. There was blood visible in the guide wire lumen, contrast in the inflation lumen, and the loosely folded balloon was partially filled with contrast. This is consistent with the device being prepared for use, the guide wire being loaded into the lumen and the balloon being at least partially inflated. The tip seal length met manufacturing criteria. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, multiple kinks were noted throughout the entire length of the sds, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement or failure to cross. The lot history record was reviewed, and there were no non-conforming material reports issued for this lot that were related to the reported dislodged stent. There is no indication of a manufacturing quality issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in patient's anatomy. Device issue: stent dislodgement. It was reported that pre-dilation was attempted with a voyager balloon catheter but could not cross the lesion. Then, the 2.25 x 12 mm mini vision stent delivery system (sds) was advanced to the lesion but also could not cross. Upon removal of the mini vision sds, the stent implant was not on the balloon. The stent could not be seen in the patient's anatomy. The patient left the cardiac cath lab in stable condition. The stent implant was never located. No additional event or patient information is available.